Event description:
The customer was hospitalized for high bvlood glucose and dka. It was stated that the customer also had frequent no delivery alarms. It was also stated that the infusion sets were changed several times, but used same reservoirs often, and then further hence no delivery alarms occurred. The self-test was performed and passed. However, the screen was cracked.